Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 had an issue with patient ID. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer was failed to open. A technical support specialist (tss) identified it as a known issue under investigation. The problem was resolved after the user logged out and logged back in. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 had an issue with patient ID. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.